Manufacturer narrative:
Result of investigation: most probable root cause: user error. As the broken surface shows a ductile appearance (sign of a break by force), it is most likely that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the item broke off during surgery and was recovered successfully. The surgery was prolonged by less than 15 minutes no harm to the patient, user or third is reported.